Event description:
It was reported that the device was scratched during a knee arthroscopy. No backup device was available to complete the procedure. There was no delay or patient injuries.

Manufacturer narrative:
There is information that identified that this event should be re-evaluated for MDR reporting. Information available says that the surgeon ended up using the same device, so a backup device was not necessarily and the issue does not meet the threshold for reporting and is a non-reportable event. This report was made based upon information which smith & nephew had not been able to investigate or verify prior to the required reporting date